Manufacturer narrative:
On september 21, 2023, mentor completed a visual inspection and leak testing of the returned tissue expander. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed, in accordance with mentor procedures, and revealed a leakage, caused by the delamination between the bladder and the injection dome. Based on the current information, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. According to the manufacturing investigation, fourier transform infrared spectroscopy (ftir) was performed to evaluate if poly sheeting presence was contributing to the root cause of the delamination in the injection dome assembly of the returned devices, as a result of the analysis no poly sheeting was found. In conclusion, with consideration of the process controls, the evaluation performed by the complaint handling team, the data records reviewed, and the fourier transform infrared spectroscopy (ftir) for the complaint device, the delamination reported on the product complaints is not able to be confirmed as a manufacturing defect. The cause of the delamination could not be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 66-year-old female patient underwent a breast reconstruction surgery with a mentor cpx 4 breast tissue expander. Post-operatively, the patient was seen for a revision surgery. During the revision surgery, it was discovered that the patient experienced a deflation of her left prosthesis. The surgeon also reported that the dome of the device had separated from the shell, causing leaking. As a result, the patient underwent removal and replacement with 545cc mentor memorygel boost breast implant on (B)(6), 2023. There were no procedural delays or additional patient consequences reported due to the deflation that was discovered during the revision surgery.